Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump tubing clamp was found to be broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.